Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector prior to insertion, and noticed the haptic tore. So the surgeon opted not to use the lens. No patient contact or injury.